Event description:
During a bowel resection procedure the patient received a slight burn at the edge of incision site approximately 1 cm in diameter. This was resolved by the surgeon and no other injuries or complications were reported.